Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] and no issue found. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. Device history review : the device history records reviewed, and no issue found.

Event description:
It was reported that a patient was injured by a chain saw on the medial side of the left thigh for 1 hour. Examination revealed that a 16 × 8 cm irregular wound was observed in the medial left thigh, reaching deep into the muscular layer, with less bleeding. Immediately debridement and suture was used on (B)(6) 2021. The operation process was smooth, and the patient had no dizziness or chest tightness. The patient was given tetanus antitoxin 1500 iu intramuscularly, clindamycin 0.3 g orally tid and ibuprofen sustained-release capsules 0.3 g orally bid. The next day the patient presented to the clinic and complained of an increase in wound pain last night with fluid flowing out of the wound. Upon examination, a little blood was observed in the outer dressing of the wound, and the inner dressing was completely soaked, and the wound dehiscence was observed, four stitches of the suture broke, and the wound had erythema, inflammation and wound scretion around the wound. Immediately treatment of the wound, changing the suture to perform secondary suture were given. Ibuprofen sustained-release capsules 0.3 g orally bid for wound analgesia was given; clindamycin phosphate for injection 0.6 g + 0.9% sodium chloride injection 100 ml intravenous drip bid were used for wound anti-inflammatory prophylaxis and infection. No additional information could be provided.

Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure? Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Confirm the number of suture devices that broke post op? Were there any precipitating stress factors for the suture breakage? What was used for re-suturing? Please describe the appearance of the suture during the second procedure. What was the source and triggering event of the bleeding? What was the volume of blood loss? How was the bleeding treated? Were cultures done? Results? Was the clindamycin phosphate for injection 0.6 g given after re-suturing prescribed as prophylactic treatment? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Any device being returned? If yes, please provide status